Manufacturer narrative:
The lot no was not provided, therefore, the device history records could not be reviewed. The device was returned. The investigation is confirmed for peeled material as the outer layer of pebax was peeling off the balloon. The investigation is confirmed for unraveled fibers as two unraveled fiber strands were present on the balloon. The patency of the guidewire lumen was tested and passed. The investigation is inconclusive for retraction issues as functional testing could not be performed due to the condition of the returned balloon. Per the reported event details, the balloon was inflated within a stent, therefore, it is possible that there was an interaction between the stent and balloon which tore the pebax and unraveled the fibers. It is also possible that the pebax tore and unraveled as a result of the retraction issue through the sheath. However, based upon the available info, the definitive root cause could not be determined. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that after post-dilating a stent in the sfa, the pta balloon could not be retracted through the sheath. The sheath and catheter were removed together as a single unit. Upon removal, loose fibers were identified on the balloon. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.